Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the erosion first identified? When did the incontinence first occur? The patient demographic info: age, weight, bmi at the time of index procedure. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient history/concomitant medications. Product code and lot # . What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient's current status?

Event description:
It was reported that a patient underwent gynecological procedure on (B)(6) 2015 and mesh sling was used. The patient experienced recurrent incontinence and mesh erosion in vagina in (B)(6) 2017. The patient underwent an additional procedure on (B)(6) 2017 to remove a 4cm portion of the mesh sling. A small kelly plastic is inserted to treat the patient incontinence. The current status of the patient is unknown. Additional information has been requested.